Event description:
It was reported that the rep called in to request electrogram analysis for a patient who had some noise electrograms stored in the device. The noise looked to be from emi. The patient works around heavy machinery, so the rep will discuss this with the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.